Manufacturer narrative:
Product event summary: the afr-00001 sphere 9 catheter with lot 0012881890 during external visual inspection, the catheter was found to be intact, and no defects were observed. The cirris tester was used on the catheter for shorts and mapping tests, and the tests passed successfully. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulsed field ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. The uson tester was used on the catheter to check for leak and flow. Both test passed successfully. In conclusion, the returned catheter passed the return product inspection and the steam pop could not be reproduced. The data file analysis has yet to be carried out. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during cardiac ablation procedure, a temperature sensor error occurred during mapping. The catheter was replaced, and mapping continued without further issues. During ablation of the cavotricuspid isthmus (cti) line, a steam pop was noted. The case was completed. No patient complications have been reported as a result of this event.